Event description:
The following description of the event was copied from a complaint record submitted by the dist to (B)(4) on behalf of the user facility in (B)(6). "The display of sipap had disappeared suddenly during hosp use. The staff of hosp had replaced the other normal unit soon, so there was no health hazard to a pt".

Manufacturer narrative:
(B)(4). The following info concerning the eval of the device is a summary of the info documented by the carefusion factory service technician and the carefusion failure analysis lab technician. The carefusion factory service technician evaluated the unit, verified the complaint and determined that the cause of the reported event was a failed main processor pcba. The carefusion factory service technician removed the main processor pcba from the device and routed it to the carefusion failure analysis lab for further eval. The carefusion failure analysis lab technician evaluated the alleged faulty main processor pcba, verified the complaint and identified a damaged trace on main processor pcba as the root cause of its failure. An estimate of the cost of repair has been sent to the dist in japan for approval. Once approved, the main processor pcba will be replaced, the device tested and returned to the dist ready to be returned to the user facility and placed back into service.